Event description:
It was reported that approximately 3 weeks after implant, the patient noticed a sudden return of symptoms. A dye study was performed and dye leaked out of the catheter. Approximately 1 month after implant or less, the patient had a revision performed and the catheter was replaced. The symptoms returned again following the surgery but the patient¿s health care professional checked the pump and reported the pump had no problems. The patient never got better and the symptoms only got worse. The patient thought it was worse than prior to implant. It was noted that the catheter impinged or was pressing against patient¿s nerve. The patient wanted to try the pump for pain before explanting. Other medication (oral, etc) the patient was taking at the time of event included lyrica and pregablin. The pump was used to infuse baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had 2 catheter revisions. A section of catheter was removed during the first revision. It was stated the patient underwent a second catheter revision on (B)(6) 2015 due to a catheter break. The location of the break was unknown. The entire catheter was replaced. The catheter issue was identified by no relief when the dose was increased. The reason for the revision was a rapid return of symptoms and pain. It was unknown if any catheter segments were left in the patient. The patient recovered from the revision without permanent impairment. The patient was doing well and improved with no issues. The pump was used to deliver bupivacaine and baclofen (unknown).

Event description:
Additional information received reported that a healthcare provider (hcp) recommended another dye study in which they would check the operation of the pump itself.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that an indium dye study was being performed due to the patient experiencing increased spasticity.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).